Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The customer reported that when the surgeon was implanting a trident poly liner, the scrub nurse noticed as she was taking the device out of the packaging that there is a residue on the underside of the poly lid of the packaging. The first device was not implanted (lot #v8348r). A second device was opened and there also appeared to be a residue in the packaging. This was implanted. The sales rep was not in theatres when the packaging was opened.